Manufacturer narrative:
Results of investigation: the suspect device was returned and evaluated. Performed avea pre-check and passed extended system test (est). Monitored fio2 values out of range for over 5& and it was delivered with no delay. Also check delivered and monitored volumes and ranges are fine. Visual inspection of o2 (oxygen) cell detected o2 sensor cable damaged with exposed color wires, replaced o2 sensor cable. The unit passed extended system test (est) and the delivered, monitored volumes, and fio2 have normal ranges. The equipment was tested with compressor only due to air source is not available at biomed department. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator experienced . Fio2 issue. The customer confirmed that there was no patient involvement associated with the reported event. The reported issue occurred during regular check.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.